Manufacturer narrative:
H3: evaluation anticipated, but not yet begun.

Event description:
During preparation for use for cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the pt as a result of this event.